Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose (bg) level. A supply change was performed to resolve the occlusion issue. System check could not be performed as the occlusion was in the past.